Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs. Blood glucose discrepancy and received a change sensor alert and calibration not accepted alert. The customer reported no adverse event. The event involved products mmt-7040a, mmt-7841zn. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea and the insulin delivery was not suspended due to the difference. The sensor glucose reading was 90 mg/dl and blood glucose was 160 mg/dl and the difference between sensor glucose vs blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the sensor. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor error-change sensor/bad sensor. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-cal error/calibration not accepted. Change sensor due to rapid change in sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.